Event description:
Subsequent to the initial MDR, additional information was received on 03/03/2025. Per web self-service documentation and a follow up phone call made by technical support to the patient on 03/03/2025, it was reported that the patient experienced a skin reaction with an infection which occurred four days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, a rash, inflammation, swelling, pimples, bumps, blisters, pustules, and infection under the sensor patch area. The patient mentioned he treated with a prescription oral antibiotic medication (doxycycline, unspecified dosage for one week). At the time of the follow up report, the patient did not provide the medical intervention for the prescription medication, but confirmed the wound was in the stages of healing. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). A4 weight - additional information a4 weight units - additional information. B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - clinical code - additional information. H10: corrected data.

Event description:
Dexcom was made aware on 02/06/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, per documentation, the parent reported that the patient experienced a skin reaction with an infection which occurred four days after the sensor had been inserted in the arm. The patient developed redness, a rash, redness, inflammation, blisters, pustules, and infection under the sensor patch area. Prior to sensor insertion the area was prepped with alcohol. The patient treated with antibiotic medication. Multiple attempts to contact the reporter were made; however, no photo or other details were obtained. Per medical review, this would constitute a serious adverse event. The patient reported the event using a web-self-service form and did not respond to repeated attempts to obtain clarification of which antibiotic medication was used as treatment. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).